Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to upper abdomen lower abdomen and flanks on (B)(6) 2019 using cooladvantage+ coolcore contour who developed paradoxical hyperplasia (pah/ph) about four months after treatment and was diagnosed with ph to the upper/lower abdomen and flanks on (B)(6) 2019. Ph was described as visible enlargement the upper and lower abdomen and flanks region has deformity due to fat hypertrophy.

Manufacturer narrative:
Corrected data d1 - brand name.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to (B)(6) 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to upper abdomen lower abdomen and flanks on (B)(6) 2019 using cooladvantage+ coolcore contour who developed paradoxical hyperplasia (pah/ph) about four months after treatment and was diagnosed with ph to the upper/lower abdomen and flanks on 26-nov-2019. Ph was described as visible enlargement the upper and lower abdomen and flanks region has deformity due to fat hypertrophy.